Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 177mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump received with unresponsive buttons, due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).